Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for other. The patient confirmed that her interstim was removed 3 months after it was implanted since it did not work for her. Patient experienced pain during her days with the interstim. No further patient complications are anticipated or expected as a result of this event.